Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states. Additional information will be submitted upon 30 days of receipt.

Event description:
The 2.5 x 15mm balloon burst at 16 atm. The target lesion was a highly calcified left anterior descending. There was no patient injury reported.